Event description:
It was reported that the patient presented in-clinic for a pacemaker replacement procedure as the device exhibited premature battery depletion. As a resolution the pacemaker was explanted and replaced. The right-ventricular (rv) lead was explanted and replaced as well due to high capture thresholds. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned cut in two pieces. Electrical testing found internal shorts of the distal portion. Dissection of the lead found the inner insulation was abraded exposing the inner coil at 3.7-3.8 cm from the distal tip at the distal region. The cause of loss of capture was due to exposure of the inner coil at the abrasion region.